Event description:
The end user's mother called stating that her daughter had to go and have a stress test done because her concentrator was allegedly not providing enough oxygen. It is unknown if this is an invacare concentrator. The end user's mother did confirm that the dealer came out and replaced the unit.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.